Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported experiencing pain. Troubleshooting had not been performed. No falls were/no trauma was reported related to this issue. Due to the patient having multiple implanted devices, it was recommended that the patient follow up with the physician to determine the cause. The patient reported that her pain level was at a six, but a 12 when sitting or standing and was noted to be at the lead site. This was a sudden change in therapy/symptoms. Indication for use included failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.